Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported. This lead was retained by the patient.